Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-5312 serial#: (B)(4) description: scs charger 2.0.

Event description:
A report was received that the patient was experiencing surgical pain, soreness, and irritation at her battery site. The physician believed that she was having sensitivity to the charger. Database (db) analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing surgical pain, soreness, and irritation at her battery site. The physician believed that she was having sensitivity to the charger. Database (db) analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein the ipg will be relocated as it was sitting over a nerve.

Event description:
A report was received that the patient was experiencing surgical pain, soreness, and irritation at her battery site. The physician believed that she was having sensitivity to the charger. Database (db) analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing surgical pain, soreness, and irritation at her battery site. The physician believed that she was having sensitivity to the charger. Database (db) analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4) device evaluation indicated that the ipg passed all tests performed and no anomalies were found.

Event description:
A report was received that the patient was experiencing surgical pain, soreness, and irritation at her battery site. The physician believed that she was having sensitivity to the charger. Database (db) analysis revealed no anomalies. The patient will undergo an ipg replacement procedure.